Manufacturer narrative:
The lot number is unk and therefore the date of MFR cannot be determined. If the sample is returned a failure investigation will be performed. If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The covidien rep in (B)(4) received a report from the customer that when the inner cannula change was attempted it was noticed that the flange and the outer cannula were not attached to each other and the outer cannula was not secured. The surgeon was called and the tracheostomy tube was changed without complication.